Manufacturer narrative:
A ge representative evaluated the system and reseated a loose connector which has caused the tube temperature to be too high. System operates as intended.

Event description:
The customer reported, the system would not produce x-rays. No patient injury was reported.